Event description:
A site in (B)(6) reported that a pt received a laser hair removal treatment and reported burns on the treated area. It was also reported that the pt had slightly tanned prior to treatment.

Manufacturer narrative:
The product was installed at the user site 06/01/2007. There have been no clinical complaints from the user site regarding this specific serial number since that time. The product device history record and svc history was reviewed (B)(4) 2013 with no issues found. A candela field svc engineer inspected the unit involved in the event and reported that the unit was operating within specification. The candela treatment guidelines recommended that pts should not tan prior to treatment and should allow tan to fade before treatment. Based on what was reported by the site, the pt tanning prior to treatment may have been a contributing factor to the injury.